Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Needle mechanism failure and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 682 mg/dl. For treatment, the patient was put on intravenous (IV) insulin and their bg levels were checked. It was reported that the patient had found that the cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was worn between 1 and 2 days on the abdomen. The pod was discarded and the patient was discharged after 2 days.